Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive 8mm harmonic ace instrument to perform failure analysis. The instrument was analyzed and found to have one blade broken at the base. A piece approximately 2.1mm x 11.55 mm was found to be broken off. The broken piece was not returned.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm harmonic ace instrument generated a message to reduce pressure on the blade even when tissue was not grasped. Use of the instrument was discontinued, and it was replaced with a backup. The user completed the procedure and no known impact or patient consequence was reported.